Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. During the evaluation, the actual sample connector was visually inspected and found to be acceptable. During the evaluation, the sample was not confirmed the alleged failure stated in the complaint. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The connector performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a safe lock adapter for their baxter bag unscrewing itself. The patient wanted to continue on with treatment after screwing the bag back on. The patient was advised to cancel treatment. Upon follow up, the patient confirmed the reported event and that a small amount of fluid was found at the connection. The patient stated it is unknown during what phase the leak occurred and there was no alarm. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using the same supplies and cycler after re-tightening the connection. The patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The patient ensures more force is used when tightening the connection. The patient confirmed that the adapter is available to be returned to the manufacturer for physical evaluation.